Event description:
It was reported that the hand activation had no function after a few seconds. A new device was used to complete the case with no pt consequence. There is no further info available.

Manufacturer narrative:
Info anticipated, but unavailable at this time.